Manufacturer narrative:
The device evaluation was completed on 31-oct-2021. It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a pacemaker. The patient suffered a complete heart block from ablating avnrt. They were ablating the avnrt and the patient displayed junctional beats at 500 ms, followed by 2 prolonged beats, long pr interval, then asystole. The body surface (bs) ECG showed only atrial signals. The physician moved the ablation catheter to the right ventricle and began pacing and began administering isuprel (isoproterenol) to try to recover the av node. Isuprel was not successful in av node recovery and a permanent pacemaker was implanted. The patient was stable at this time of this report. Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, c3 system, electrical, generator, and deflection test of the returned catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ez steer¿ nav bi-directional electrophysiology catheter. C3 system, electrical, and generator test were performed, in accordance with bwi procedures, and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30591499m number, and no internal action was found during the review. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a pacemaker. The patient suffered a complete heart block from ablating avnrt. They were ablating the avnrt and the patient displayed junctional beats at 500 ms, followed by 2 prolonged beats, long pr interval, then asystole. The body surface (bs) ECG showed only atrial signals. The physician moved the ablation catheter to the right ventricle and began pacing and began administering isuprel (isoproterenol) to try to recover the av node. Isuprel was not successful in av node recovery and a permanent pacemaker was implanted. The patient was stable at this time of this report. The physician¿s opinion on the cause of this adverse is that this is procedure related. This procedure required the physician to burn close to the av node. The patient was aware before the procedure that this could be a complication. The patient¿s anatomy also made it challenging to find the critical area of interest as it was very close to the av node. The patient outcome of the adverse event: was reported as improved due to pacemaker implant. The patient required extended hospitalization because of the adverse event. The patient stayed the night at the hospital. The procedure occurred late in the afternoon, and pacemakers at this hospital require an overnight stay. It was also reported that noise on intracardiac (ic) (on the "proximal pair") was observed on both the carto 3 system and ge recording system. The physician still had ECG on the defibrillator, recording system, and carto. During the signal interference, the catheter was inside the patient¿s body. The catheter was exchanged and was not used to ablate the arrhythmia. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. Since the event (heart block) is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The bad/partial ECG was assessed as not MDR reportable as the risk to the patient is low.